Event description:
Olympus was informed that during a laparoscopic gastric procedure the teflon pad burned off the grasping section of the device. The device was replaced and the intended procedure was completed using another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event via phone and email, but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.